Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: france.

Event description:
It was reported that during skin graft expansion, part of the skin was cut off. An additional skin graft was taken even though the patient had not much left (60% burned) to complete the surgery. Part of the right side of the graft was damaged, the skin remained stuck between the two rollers without expanding. There was a delay of an unknown amount of time while performing the additional graft. Due diligence is complete.

Event description:
There was no additional information associated with this event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, b7, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the device was found to have a damaged comb, damaged bottom roll, worn component: screws, side plate, sample graft cut fail, top close failure, defective ratchet; however, the repair was not completed because the device is on hold due to component shortage: review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.